Event description:
A malfunction alarm was reported with code malf 12, but no notable events occurred prior to the malfunction, and customer¿s blood glucose levels did not exceed 500 mg/dl. Cts assisted the customer in resetting the pump and provided information on performing resets. The issue did not recur after the reset, allowing the customer to continue using the pump. Cts advised calling back if the malfunction happened again, and the customer understood these instructions.